Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did contain a motor position encoder error alarm and more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self -test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Unable to confirm alarm due to overwritten history file. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.